Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-1530bc was being used for a scapholunate triquetral tenodesis case. The tip of the inserter broke off inside anchor when it was implanted into the patient; the tip was not retrieved.